Event description:
It was reported that the patient's right ventricular (rv) lead exhibited loss of the capture. Chest x-ray performed noted that the rv lead was dislodged. The rv lead was repositioned on (B)(6) 2024. The patient was stable throughout.